Event description:
Pt received morphine pca 1mg/1ml. Pt dosing was 1cc every 15 mins pca dosing only. Pca pump reviewed by pharmacist at 8:30pm. Noted that volume being given according to flow sheet did not match number of doses pt had received over the last 24 hrs as infused by the baxter apii infusion pump. Depressed the pca button to deliver the 1.0 ml pca dose as programmed into the pca machine, however, the pca machine delivered on 0.1 ml instead of 1.0 ml. Pca pump discontinued and returned to pharmacy to be sent off for analysis. No pt injury.